Event description:
The manufacturer became aware of an allegation that an end user developed a heart racing and aggravated asthma while using a rep dreamstation auto CPAP. The device was returned and evaluated by the manufacturer and confirm customer complaint. Unit pass the final test. Also, third party service center was evaluated. The internal part of the device was inspected visually by third party service center and found evidence of visible foam degradation.